Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during active dialysis, the catheter split into two parts, loosened from the patient, and it slipped out. The patient lost the blood volume that was in the system. It was stated that the blood blew a little on the bed, and perhaps, air got into the patient. It was clear that the catheter have loosened from its own fastening device which was sutured firmly. It was also stated that the patient had no serious injury since the situation was quickly taken care of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three photographs of a device. The first photo depicts the catheter on a piece of gauze with blood on the device and the plastic rotatable suture wing by its side. The second photo depicts a side view of the catheter on a piece of gauze with blood on the device and the plastic rotatable suture wing by its side. The third photo depicts a close-up view of the catheter on a piece of gauze with blood on the device and the plastic rotatable suture wing by its side. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during active dialysis, the catheter split into 2 parts, loosened from the patient and it slipped out. Customer reported the catheter rotating suture wing detached from the catheter. The patient had a blood loss of approximately 300ml. It was stated that the blood blew a little on the bed, and perhaps, air got into the patient. It was reported new acute catheter was inserted to resolve the issue, and the patient had no serious injury since the situation was quickly taken care of.